Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. It was noted that there were errors in the software update history, there were screws missing from the programmer, there was no fan in the programmer, the left keyboard hinge was broken and the electrocardiogram (ECG) connector was loose. (B)(4).

Event description:
It was reported that the power supply was faulty. The programmer was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Further review prompted a change in the device analysis results. (B)(4)